Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had a stroke on (B)(6) 2016. The actions/interventions taken to resolve the stroke included medication, occupational therapy, and physical therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.